Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that per electronic instructions for use (IFU), high torque command 18: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed art any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. Although it was reported that the physician used force to reach the anatomy, the reported violation of the IFU did not caused or contribute to the reported complaint as it is likely that the resistance was caused by the anatomical conditions. The investigation determined the reported difficulties appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left pulmonary coronary artery. A cardiomems sensor delivery catheter and a command 18 guide wire were advanced, but the guide wire felt resistance with the delivery catheter during advancement. The physician used force to reach the intended anatomy. The guide wire was difficult to remove as it felt resistance with the delivery catheter, so they were removed as one unit. The procedure was then completed, and the hydrophilic coating may have lost its integrity at some point. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.